Event description:
The pt underwent an interventional cardiac catherization. The cardiologist attempted arteriotomy closure with a prostar xl 6 fr pvs device. Closure was uneventful and the groin was clean and dry. A venous sheath was sutured in place. Fifteen minutes later, the pt became hypotensive while being moved to a gurney. Vasopressors were given and the pt's bladder was drained via foley catheter. A blood count was low and a CT scan revealed a retroperitoneal bleed. The pt was transfused with packed red blood cells and monitored. An arteriogram showed a small possible pseudoaneurysm at what may have been the pvs closure site, but no evidence of active bleeding. The pt remained stable after blood transfusion and was discharged to home.